Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient experienced an asystole at 8:59 am on (B)(6) 2019, and that the alarm was not sent to their cisco wireless phones via their philips information center ix (pic). The patient asystole for 5.6 seconds. It was determined that the pic did not malfunction and did not cause or contribute to the adverse event.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer¿s facility on (B)(6) 2019. The fse found no faults with the pic and collected the logs for analysis. The reporter stated they would perform additional testing. Analysis of the pic alarm logs indicate the alarms were sent to the pic from the bedside monitor, and alerted as expected. Analysis of the intellispace event management (iem) logs indicates the alarms were sent to five assigned (B)(4) wireless phones. Testing of the cisco wireless phones with a patient simulator indicates that all tested red and yellow alarms were received. It was determined that the (B)(4) wireless phones that failed to alarm were set to ¿silent mode¿. The pic did not malfunction.